Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received multiple inappropriate shocks due to over-sensed non-physiological noise. Boston scientific technical services (ts) was contacted and discussed that the loss of baseline, non-physiologic noise, and mechanical noise were most likely indicative of an electrode conductor fracture. Ts provided potential troubleshooting options but strongly recommended an electrode replacement procedure. The patient was evaluated in-clinic, where x-ray imaging was performed, and the noisy artifacts were reproducible with postural changes. Recently, the physician surgically explanted and replaced the electrode to resolve the event and no additional adverse patient effects were reported. This s-ICD electrode is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), and h11 (additional MFR narrative), as well as to correct information in h1 (type of reportable event). The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 60 millimeters (mm) from the terminal end. Visual examination identified a bend 25 mm from the terminal end, as well as a benign crack in the polycin vorite notch area near the proximal electrode cable, which did not extend into the insultation. However, a fracture on the distal electrode cable was observed in the regions approximately 327 and 336 mm from the terminal pin. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received multiple inappropriate shocks due to over-sensed non-physiological noise. Boston scientific technical services (ts) was contacted and discussed that the loss of baseline, non-physiologic noise, and mechanical noise were most likely indicative of an electrode conductor fracture. Ts provided potential troubleshooting options but strongly recommended an electrode replacement procedure. The patient was evaluated in-clinic, where x-ray imaging was performed, and the noisy artifacts were reproducible with postural changes. Recently, the physician surgically explanted and replaced the electrode to resolve the event and no additional adverse patient effects were reported. This s-ICD electrode was returned for analysis.